Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of penicillin allergy, sulfonamide allergy, rash, fever and abnormal uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2023, 5560 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure removal is scheduled for (B)(6) 2023. More than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2023: findings: examination under anesthesia revealed a normal sized anteverted uterus.operative findings showed uterus, bilateral fallopian tubes, and ovaries that were normal in appearance: however, dense adhesions were noted on the anterior uterus to the anterior abdominal wall. All other anatomy, normal in appearance. [Pathology test] on (B)(6) 2023: final diagnosis: a. Uterus uterus, cervix, bilateral tubes -extensive adenomyosis. -uterine leiomyomas. -cervix with mild acute and chronic inflammation and nabothian cysts. -secretory phase endometrium with focal pseudo decidualization. -bilateral fallopian tubes with para tubal cysts. -two metal coils within fallopian tubes consistent with sterilization devices (gross diagnosis}. Gross description: attached to the uterus is a proximal portion of right fallopian tube measuring 1.8 cm in length and 0.3 cm in diameter. The external surface is pink and smooth on section, the cut surface shows a lumen containing a 2.5 cm length coiled metallic wire attached to the uterus is a proximal portion of left fallopian tube measuring 2 cm length and 0.3 cm in diameter on section the cut surface shows a lumen containing a 2.5 cm length coiled metallic wire. Also received in the same container are 3 pieces of undesignated fallopian show and fimbria; one fallopian tube is predominantly intact measuring 5 cm in length and 0.6 cm in diameter.. On section, the cut surface shows a slightly congested luminal mucosa and wall. The second portion of fallopian tube and fimbria is received in 2 pieces measuring 1.5 cm and 2.5 cm and 0.5 cm in diameter. On sectioning, the lumen is grossly unremarkable with a slightly congested wall. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Reporter details added patient medical history and lab data including pathology test were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure removal is scheduled for (B)(6) 2023. More than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2023: quality safety evaluation of ptc :product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure removal is scheduled for (B)(6) 2023. More than one essure related surgery: no. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.